Event description:
It was reported that during a ptca/stent procedure the pt underwent successful stent placement. During removal of the guide wire, the guide wire became entangled in the stent and the tip fractured within the stent. Pt underwent CABG due to concern for potential thrombosis of right coronary artery. No other info received.